Manufacturer narrative:
Corrected: event - describe event or problem. Corrected event to reflect the correct information. Internal complaint number: (B)(4). Autonumber : # (B)(4). This is a reusable OEM device; therefore, a lot /serial history review was not applicable. A serial/lot number was not provided and the specific product serial/lot number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance. The hemopro2 extension cable, which the reported failure was against, was not returned. However, the c-vh-4020 adaptor cable device was returned to the factory for evaluation. Signs of clinical use and no evidence of blood were observed. A visual inspection was conducted. No visual defect were observed. The adaptor appeared to be visually in tact. The device was evaluated for connector function. The cable was able to provide a secure connection that connected and disconnected without incident. An electrical evaluation was performed. A pre-cautery test as was performed per the instruction for use (IFU) with a reference hemopro 2, adapter cable and reference power supply vh-3010 at level 3.0. The device did not pass the pre-cautery test; it did not produce steam and heat during 5-second activations. A polyfuse electrical test was performed with the same reference power supply, adapter cable and hemopro 2; the device did not pass the polyfuse test successfully. Based upon the evaluation results, the reported failure mode ¿break; cord¿ was not confirmed but the analyzed failure mode ¿failure to deliver energy¿ was confirmed.

Event description:
The hospital reported that post use of an endoscopic vein harvesting procedure, hemopro2 extension cable connector broke. Hospital took the broken cord out of circulation.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that post use of an endoscopic vein harvesting procedure, hemopro2 extension cable connector broke. Hospital took the broken cord out of circulation. No patient involvement.